Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to physician did not like the lead performance. Additional information obtained from the field indicating that lead was attempted due to fixation issue. The lead was never in service. No adverse patient effects were reported.